Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe labeling was no longer legible, creating a situation from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was confirmed by the qa technician through visual inspection. The run/safe markings including the location tab were worn and illegible due to wear. The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe labeling was no longer legible, creating a situation from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.